Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a ¿5v processor supply out of range¿ message appears on the hardware error log. There was no reported patient involvement.